Event description:
It was reported that the patient had started experiencing withdrawal on the prior thursday. On the following day, the patient was getting worse, so she went to the hospital and was admitted as an inpatient because she had been receiving 2.2mg/day of dilaudid and was going ¿cold turkey¿ at the time of report. While at the hospital, the patient¿s heart and respiration were being monitored as a precaution. At the time of report, the pump had been alarming for about two weeks. It had started as a beep and progressed to a multiple alarm. The pump was empty and the reporter was unsure when the patient¿s refill date should have been. The patient had been having trouble finding a physician to refill the pump. Her former managing physician no longer accepted her insurance and she did not get along with his ¿front office¿ staff. It was also reported that, after implant, the patient had a lump on her back the size of a ha lf-dollar. Since then, it had moved to the patient¿s front and, at the time of report, it resembled a ¿great big grapefruit¿ stuck on her stomach. It reportedly made the patient look six months pregnant on the left side of her body and prevented her from being able to bend over and tie her shoes. It was stated that 600cc of fluid had been taken out, but the fluid would be back the next day. It was found that the fluid was spinal fluid. It was stated that the physician felt that it was ¿no big deal¿ and no revision or intervention was planned. Additionally, it was stated that the patient had a total pancreatectomy with auto-islet transplant about a month after the pump was implanted. The surgery took twelve hours and it was noted that the pump had helped with the pain. However, it was also reported that the patient still ended up in the hospital for pain quite a bit. The patient had a follow-up scheduled for the transplant two weeks from the day of report. At the time of report, the patient was getting ready to be discharged from the hospital. It was stated that, since the pump was already dry, the patient was trying to get into a neurosurgeon to have it explanted, which would occur about two weeks from the day of report. The device system was used to deliver dilaudid. One week later, it was reported that the root cause of the patient¿s withdrawal symptoms was the patient¿s pump being empty. The patient¿s exact symptoms were reported as ¿feeling like crap¿. No further information was known about the patient¿s status, though it was speculated that she wasn¿t receiving therapy. The patient hadn¿t been seen by the managing physician in over six months due to being dismissed for non-payment, but the pump had been refilled once by another physician. It was speculated that the most recent refill was done by the physician who was going to remove the pump, though the date of surgery was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).